Manufacturer narrative:
Patient codes updated .

Event description:
Additional information received from the consumer reported the implant worked for about two months. It was noted the patient had met with a manufacturer representative who reportedly told them they could switch to any of the four programs to reprogram. None of the programs worked for the patient.

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported having trouble with implant as it "never worked properly."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.